Event description:
A pneumothorax occurred following a biopsy workflow. A chest tube was placed, and the patient was admitted overnight in stable condition. Additionally, a minor airway tear was reported during navigation. The airway tear occurred while the physician was maneuvering through a difficult turn, at which point the scope advanced quickly without a notification. No intervention was required for the airway tear. A malfunction of em signal loss was reported.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned, failure analysis confirmed it had passed final qa/qc testing. Em signal loss was reviewed, and system logs indicated expected localization subsystem behavior, although environmental impact could not be fully assessed. Video review identified no use errors. A minor airway tear occurred when the scope entered a narrow airway, and no improper use was observed. Biopsy technique, including live fluoroscopy and breath-hold, followed best-practice guidance. The physician attributed the airway tear to the scope but did not attribute the pneumothorax to the galaxy system, noting it likely resulted from biopsy of a subcentimeter pleural-based lesion. The events are consistent with known procedural risks associated with bronchoscopy and peripheral lung biopsy. This complaint is reported due to the following conclusions: a pneumothorax and an airway tear were reported following a galaxy-assisted biopsy procedure. The pneumothorax likely occurred during routine biopsy workflow, and a chest tube with overnight admission was required. The airway tear occurred during navigation, requiring no intervention. The physician attributed the airway tear to the galaxy scope but did not attribute the pneumothorax to the galaxy system, noting it was likely related to the challenging location of a subcentimeter pleural-based lesion. A malfunction of em signal loss was reported.